Manufacturer narrative:
Based on the information available, the potential cause of the reported problem was a potential component failure. The reported problem and the root cause could not be confirmed because the device is not available for investigation due to a logistical limitation that is preventing the return of the device. Based on the information available, no further action is necessary at this time. Insufficient information is available to support final failure analysis. The device is not available for investigation due to a logistical limitation that is preventing the return of the device. When the limitation has been resolved and the device is returned to philips, the complaint shall be reopened to document further investigation. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported if the orange button lights up and is pressed, the device does not start (does not respond).